Event description:
At 8:09 am customer obtained glucose result using his active system of "lo" and did a back-to-back test with result of 98 mg/dl at 8:12 am. Customer reported he had no hyper or hypoglycemia symptoms and no action taken based upon results obtained. No adverse event reported. No serious injury or death occurred. Customer noted glucose testing is done in his family room at his home. A request was made for the return of the suspect device and replacement product was sent.